Event description:
It was reported that during testing conducted by the customer, the device over-heated. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was received at the manufacturing site for investigation. The complaint could not be confirmed as the device failed to operate. Internal components were evaluated which revealed corroded bearings. Corroded bearings increase the friction among the rotational components of the device which can result in generation of heat. Preventative maintenance was returned back to the customer.